Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue was caused by the control board. The customer will replace the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in a system required restart that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the issue was resolved by replacing the battery, not the control board. H3 other text : additional information was received that the issue was resolved by replacing the battery, not the control board.